Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of polyflux 14l had an external fluid leakage at the dialysate port during patient use. There was patient involvement but no patient injury and no medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A leakage test of the dialysate side was performed and a crack in the welding zone was found. The failure could be confirmed. The review of the welding parameters of the product showed no conspicuousness, they were within the specification. The cause was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.